Manufacturer narrative:
We received one 831f75 catheter without 3ml monoject limited volume syringe. Also returned was one arrow contamination shield. No pressure monitoring device was returned. The thermistor was found to read 37.1 c when submerged into a 37.1 c water bath. The thermistor circuit was continuous, there were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 min without leakage. The catheter body was free of kinks or indentations. The report of "pressure reading was inaccurate" was not confirmed. A complete review of the manufacturing records was executed and the device passed without nonconformance. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Abnormal pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that when connected to the transducer, the pressure reading was inaccurate, even after attempting to zero multiple times. No wave form was noted when placed in the ij. Baseline pressure reading was in the 60's. Even when the transducer, cables, and modules were exchanged the catheter was inaccurate. A new catheter fixed the problem with the same electrical set up. No patient injury reported. Additional information was obtain on 1/25/2017 that an additional 6 catheters had the same problem over the last 18 months. Additional information received 2/13/2017 with patient demographics as follows: male, (B)(6) years old, (B)(6).